Event description:
Allegedly patient presented with hip pain and swelling. Acetabular cup was revised for looseness. Fibrous ingrowth was noted after shell was removed. Implants not revised: stem. Medium activity level.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in canada. This is the same event as 1043534-2013-02603, 02604.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.